Event description:
It was reported that the customer ¿blacked out with ketones¿.  A blood glucose level was not provided. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.